Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device was checked out at the customer site by a terumo bct service technician. The IV pole set screw was loose. The technician adjusted the IV pole set screw per manufacturers specification and calibrated/verified the rbd detector. An autotest was successfully completed. The device serial number history report indicates no further related issues have been reported for this device one year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer fixed the IV pole screw. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device was checked out at the customer site by a terumo bct service technician. The IV pole set screw was loose. The technician adjusted the IV pole set screw per manufacturers specification and calibrated/verified the rbd detector. An autotest was successfully completed. The device serial number history report indicates no further related issues have been reported for this device one year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer fixed the IV pole screw. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be loose IV pole set screw.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: the device was checked out at the customer site by a terumo bct service technician. The IV pole set screw was loose. The technician adjusted the IV pole set screw per manufacturers specification and calibrated/verified the rbd detector. An autotest was successfully completed. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.